Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: model a2dr01 implantable pulse generator (ipg) implanted 2013 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular lead had high pacing thresholds. The lead was explanted, examined, and re-implanted.